Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of call was 133mg/dl. The customer stated that he was experiencing low blood glucose when he visited the doctor. The customer stated that his doctor changed the basal to 8.55 units. Assisted customer to review the settings and found three different settings and all the settings were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.